Manufacturer narrative:
Date of event: dates are estimated. The device was not returned for analysis. A review of the lot history record could not be performed as the complaint was based on an article and lot number was not provided. Based on available information, a definitive cause for the reported mitral stenosis and hypotension could not be determined. Although, a conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined. The reported patient effect of mitral stenosis and hypotension, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report mitral stenosis. It was reported through a research article that a mitraclip procedure was performed to treat mitral regurgitation (mr). It was also noted that the mean pressure gradient was 3mmhg. One clip was implanted at an a2-p2 location, successfully reducing mr; however, the mean pressure gradient increased to 6mmhg. A transcatheter aortic valve replacement (tavr) was then successfully implanted. The tavr was already planned prior the procedure. All results were successful, and the patient was hemodynamically stable; therefore, the procedure was discontinued. However, after the procedure, the patient became hypotensive and was given medication for treatment. Within 24 hours, the patient hypotension had resolved. Details are listed in the attached article, titled ¿the use of mitraclip to prevent posttranscatheter aortic valve replacement left ventricle ¿suicide¿.¿ no additional information was provided.